Event description:
It was reported that before using bd vacutainer® sst¿ ii advance blood collection tube, the customer found that an unspecific number of tubes have excessive anticoagulant. No patient impact reported.

Manufacturer narrative:
E1: initial reporter phone #: (B)(4). Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for excessive gel quantity was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of excessive gel quantity was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of excessive gel quantity based on the photos, but unable to confirm based on examination of the retention samples. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.